Manufacturer narrative:
A ge svc rep performed an on site investigation. The x-ray tube was replaced. The sys was then found to be operating as intended.

Event description:
The customer reported the loss of fluoroscopic x-ray functionality. No pt injury was reported.